Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg on (B)(6) 2009. It was reported that the patient was unable to increase the stimulation past perception. The amplitude allegedly goes to perception. The amplitude allegedly goes to perception then decreases. A replacement programmer was unsuccessful at resolving the issue. X-rays showed no anomalies. The physician plans to perform intraoperative testing of the ipg and will possibly explant/replace the ipg. A surgery date is currently undetermined. No further information is available at this time.